Manufacturer narrative:
The insulin pump was received with partial white display due to severe corrosion on electronica assemblies. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Due to display anomaly. Unable to verify critical pump error due to display anomaly. The insulin pump was received with corroded force sensor assembly and moisture damage on motor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was 112 mg/dl. The customer stated that they had open book with question mark on screen. It was reported that they had something under the insulin pump screen. The customer stated that they had critical pump error on the insulin pump screen. The customer was advised to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.